Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched and was told the facility's biomed ran the iabp with a balloon and trainer and could not produce any issues. The fse tested the iabp with a patient simulator and could not duplicate the reported malfunction. The fse performed a full checkout of the iabp and found no issues relating to the ECG. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) was not displaying the arterial pressure waveform. The circumstances of the event are unknown, however, no adverse event has been reported.